Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer holding the cable into the charging port. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.